Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR is a duplicate of 2243072-2023-01508 this supplemental is to cancel MDR.

Event description:
It was reported that during use with an unspecified bd extension set, the luer lock portion of vacutainer separated. The following information was provided by the initial reporter: the luer lock portion of the vacutainer broke off and stayed attached to the ext set.

Event description:
It was reported that during use with an unspecified bd extension set, the luer lock portion of vacutainer separated. The following information was provided by the initial reporter: the luer lock portion of the vacutainer broke off and stayed attached to the ext set.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.